Manufacturer narrative:
The insulin pump had a button error alarm followed by intermittent buttons due to corroded keypad traces. Traces of moisture were noted at motor assemblies during inspection. The device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, cracked case at lcd window corners, scratched lcd window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 127 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.